Manufacturer narrative:
One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvh13) was returned for investigation. Visual inspection of the as returned product identified a fractured collar. There was presence of bone residue around the external threads of the implant due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. Pre-existing condition noted on the per was high bone density ¿ type I. The reported device was located on tooth # 19 and had been implanted for approximately 11 years. Pictures or x-ray images were not provided. DHR review for the lot (60843921) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event (fracture). All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (60843921) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report. Unique identifier (UDI) number. Expiration date. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer. Manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvh13) fractured at tooth location 19. Fractured implant was removed.